Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer continued to use the pump for insulin therapy and had an alternate method of insulin delivery available. Customer¿s blood glucose was 123 mg/dl.